Manufacturer narrative:
Due diligence was executed for this event. The event took place in march 2020, either on the 30th or the 31st. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, fluid invasion on scope connector was observed and determined to be due to contact with water without cap on. The bending section was observed to be smashed. Image flickering found after checking image. Scope went to aeration; after aeration image was still observed to be bad. Scope underwent temporary el connector and confirmed fpc and el connector to be okay. Charged coupled device (ccd) is damaged due to smashed bending section. This is causing to short circuit every time scope is manipulated. The evaluation conclusion was that the fluid invasion was attributed to the cap being open during reprocessing and the faulty image because of the damaged ccd. Additional information was received as to the general reprocessing steps followed at the facility and are noted as: pre-cleaning is being done at bedside immediately after a procedure. A steris system 1 is used to reprocess the endoscopes. Steris products are used for cleaning and disinfectant solutions. The minimum effective concentration in the steris system 1 and is being checked every cycle. The endoscope channel is brushed during manual cleaning with a single-use brush. The model and manufacturer of the brush is unknown. The scope is leak tested prior to manual cleaning with an olympus leak tester. The model is unknown. There have not been any issues with the leak tester or steris system 1. There is flushing of air into the scopes after reprocessing. The last time a reprocessing in-service was provided was believed to be in october. There has not been any change in the reprocessing personnel since then. All of the reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is stored in a drying cabinet.

Event description:
As reported for this event, incorrect reprocessing was executed. Device was reprocessed with cap off. There was no patient involvement.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see the updates in sections.